Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During device interrogation, episodes of post-paced t-wave oversensing were seen. Device reprogramming was performed to resolve the issue, and the patient is stable.